Event description:
Following a magnetic resonance imaging (MRI), the device displayed inaccurate settings indicating the device had high voltage therapy off and the MRI settings were still enabled. The patient was seen in clinic the following day and the device was working as designed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.